Event description:
Medtronic received information regarding a navigation system used for a functional endoscopic sinus surgery (fess) procedure. It was reported that when the site was trying to register their suction probe, the system would say that it was too far from the divot. It was noted that they had no problem registering the patient. Troubleshooting steps were performed. The site checked the tracking details which showed that everything was green, but the suction was red, despite being in the emitter's field of view (fov). They tried another suction, which made it work immediately. It was confirmed that the issue was resolved on the call. The probable cause of the issue was suspected to be due to an out of box failure of the suction probe. There was less than an hour delay to the procedure. There was no impact to patient outcome.

Manufacturer narrative:
H3: the instrument (product ID: suction 9734308 small straight axiem ent, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was a tracking/verification issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.